Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system slipped in the shower, which caused their implant incision to re-open. The patient reported they could feel the implanted leads and closed loop stimulator (cls), so the patient went to the emergency room where they were treated for an infection with antibiotics. Four days later, the scs system was explanted and an infection at the cls implant site was noted.